Manufacturer narrative:
Other, other text: d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Event problem and evaluation codes: updated. One (1) sample was received without its original packaging, in used condition, and decontaminated. The sample was visually inspected at a distance 12" to 16" under normal conditions of illumination. The reflux connector tab is observed to be cracked. The sample successfully passed functional testing therefore the complaint is not confirmed. No root cause can be determined as the sample successfully passed functional testing. A device history record (DHR) review could not be performed as the device lot number is unknown. No actions taken since the failure mode is not confirmed.

Manufacturer narrative:
Device serial number/lot number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the pre-use check, a connection failure alarm went off. So the customer changed the product to another new one. No patient injury. No additional information is available for this complaint.